Event description:
It was reported that during a device follow-up visit the right ventricular (rv) lead showed high unstable threshold and there may have been a possible perforation. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076-52 lead. (B)(4).